Event description:
It was reported that, "the surgeon performed a tha surgery on the pt (B)(4) 2010. The surgeon used the universal accolade tmzf stem impactor to insert the accolade stem into the patient's femur. However, the surgeon could not completely insert the stem. Therefore, he tried to remove it with the accolade stem inserter/extractor. However, he could not combine it and the stem. Therefore, he removed the stem by using hospital device and implanted another stem((B)(4)) instead of it. The surgeon has thought that the drive hole was deformed by the universal tmzf stem impactor because the tip of the impactor contacted on the thread of drive hole."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR #9616680-2010-00704.